Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor indicating that the backup battery was past its expiration date was not confirmed as the reported event was not reproduced during testing of the returned 11v backup battery (serial number: (B)(4)) and no log files were submitted for review. The returned backup battery was functionally tested and found to operate as intended during testing. The backup battery was installed in a test system controller and connected to a test system monitor and test power module. The information displayed on the system monitor did not reveal any issues or atypical alarms. The test controller successfully operated in a mock circulatory loop without any issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without any issues. The backup battery was manufactured on 06jan2021; therefore, the battery had not passed its expiration date at the time of the reported event, (B)(6) 2021. The system controller was not returned for analysis. Additional information provided stated that the reported issue resolved after the backup battery was exchanged. The root cause of the reported event could not be conclusively determined through this analysis. There was also an incidental finding of a bent backup battery pin. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 04apr2021. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(4), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 alarms and troubleshooting and heartmate 3 patient handbook section 5 alarms and troubleshooting, covers all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 surgical procedures, explains how to install the backup battery in the system controller. Additionally, section 2 system operations, explains how to properly replace the backup battery. Heartmate 3 instructions for use section 2 system operations instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to intensive care unit and reconnected from batteries to system monitor and the black patient cable was disconnected. The system monitor showed that the backup battery was expired despite having 32 months left of its life. The monitor was rebooted and the backup battery was exchanged which resolved the issue. There was no adverse patient impact.